Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer rupture of implanted catheter. There was an extravasation in the carrier arm, with drainage coming out of the insertion point, which caused the hospital nursing staff to stop using it and to notify the eiav. The extravasation caused oedema that made reinsertion difficult, as for reasons of venous calibre it could not be channelled into the other arm. No medical intervention was needed, the extravasation was not due to irritants or vesicants, the problem was detected earlier by the in-patient nursing staff.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak causing oedema is inconclusive because no evidence of the failure was identified. One 4 fr s/l powerpicc catheter was returned for evaluation. Inspection of the returned catheter could not determine whether the patient experience oedema. Because no photographs of the failure were returned, and no evidence of the failure was observed along the returned catheter, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.